Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The pt was at a holiday camp and began acting tired and confused and he began vomiting at 3:15 pm. His blood glucose measured over 33 mg/dl (594 mg/dl). He was given a 4 unit bolus through the infusion device. At 3:28pm his blood glucose measured 32.9 mmol/l (592 mg/dl) and he was taken to the hospital and had mild to moderate diabetic ketoacidosis. No further information is available. The infusion device was requested to be returned for evaluation.